Event description:
Knee effusion [joint effusion]. Knee hot [joint warmth]. Knee red [erythema]. Knee swollen [joint swelling]. Case description: spontaneous report received on 20-nov-2008 from a physician assistant (pa) via a company representative regarding a female patient, whose age, initials, and relevant medical history were not provided. The pa stated that she was using synvisc on a patient (dates or joint not specified) and the patient had an adverse reaction (not specified). The patient's knee was aspirated and the fluids were sent out for analysis. All infection or gout was ruled out. No further information was provided. As of the date of receipt of this report, the patient outcome was unknown. Additional information was received from the physician assistant (pa) on 26-nov-2008. The patient was a (B) (6) female, (B) (6), with a relevant medical history of osteoarthritis of the knee and previous synvisc injections (3 injections with the first received on (B) (6) 2006). The patient received 2 injections of her most recent course of synvisc therapy in her right knee on (B) (6) 2008 and (B) (6) 2008. About 2-3 days after the second injection on (B) (6) 2008, the patient experienced a red, hot, and swollen knee. The knee was aspirated and cultured. No infection of gout was found. The patient received a cortisone shot in that knee and the symptoms resolved on an unknown date. The pa assessed the relationship between the events and synvisc as probable. As of the date of receipt of this report, the patient outcome was recovered.